Event description:
The device reportedly displayed a connect electrodes message when the combination electrodes were attached to the patient. A back up device was obtained and treatment was continued. The patient's outcome and details were not reported to mpc.